Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 12/28/2022, it was reported by a sales representative via (B)(4) that an av-wa03210 light guide cable had an issue. A surgeon was complaining that the light post got extremely hot during an unspecified procedure. This happened as the case went on, not right away. They have already lowered the intensity to the lowest setting. This was discovered during use with no impact to the patient. Additional information has been requested. On 1/5/2023, the sales representative replied via email and stated the following information: this occurred during a hip scope procedure on (B)(6) 2022. There was no harm to the patient, but the surgeon was unable to hold onto the camera / light post and had to adjust their technique to complete the case. The case was completed successfully. Additional information has been requested. On 1/6/2023, the sales representative stated the following information via email: there was no permanent harm to the surgeon. If his hand was somehow stuck in that position it would have gotten to that point eventually, but since the surgeon's hand was not constrained during the case he could adjust his grip and not sustain lasting damages. On 1/25/2023, the sales representative stated the following information via phone: the surgeon did not sustain any injury or harm during this event.